Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was in the hospital with a blood sugar of over 400 mg/dl. The customer was upset that we do not provide emergency sets. Customer was wearing the same set for 13 days. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer returned the product for analysis.